Manufacturer narrative:
An unformed damaged clip found in the body of the applier may have caused the reported incident and this was due to an assembly error. Product analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, slightly; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 9. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, n/a; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that the reported incident during surgery may have been caused by a clip floating free within body assembly. Applier was received with no clip in jaws, with body slightly bowed and with extension spring side of applier body slightly separated from body cover. Applier was cycled to feed first clip into jaws, but clip stalled approximately halfway into jaws, then slowly advanced into proper position. Clip properly formed and remaining clips properly fed and formed without incident and within design spcecifications. Applier was disassembled and unfomred, damaged clip was found floating free within body. It was concluded that clip may have caused reported during surgery and that it was due to assembly error. Assembly mgmt has been notified of this incident and product inquiry will monitor for additional occurrences. Applier body may become bowed if pressure is applied to front of shaft assembly and torquing motion is applied to handles, which may cause body assembly to bow or flex open. Co strives to understand each incident as it occurs in order to continuosly improve co's products.

Event description:
It was reported the mcl20 was used during a right hemicolectomy. It was reported it took a while for the clip to release and then the legs crossed on the clips. There was no severing of vessels. Another mcl20 was opened to complete the case. There was no consequence to the pt.